Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the suite pc failed to start up, mother board diagnostic led were not glowing. Upon checking the system, to resolve the issue fse reloaded main system software. After repairing, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the suite pc failed to start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.